Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) and right atrial (ra) leads were returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.